Manufacturer narrative:
One device was returned 5/9/2024 for evaluation. Service history review found that device has not been serviced within the review period. Visual evaluation found a worn dso and damaged rear label. There was no evidence to review in the device's event history log. Functional test was performed, and the customer's reported problem was duplicated found error code 1720. The cause of the primary problem was a damaged capacitor, and it was replaced to correct the reported issue. The device passed all functional tests after the repair. Also replaced dso, uso seal, keypad, overlay, rear label and bottom label.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a lec 1720. There was no patient involvement, and no harm/adverse event was reported.